Manufacturer narrative:
(B)(4). Batch # u5cw7c. Health effect ¿ clinical code: (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. Only casing half washer was present, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Lap sigma surgery. What was the patient¿s diagnosis? Diverticulitis. When they use the term macro-abscess, was the abscess near the colon? Yes. Was their additional evidence of gross purification of the sigmoid? Yes, the bowel was previously cleaned and a CT with contrast was performed. What was the condition of the tissue at the edges of the resection? Fine. What drove to decision to redo the anastomosis after the 1st leak was identified? Macroscopically a large hole, so that an oversewing was no longer possible and therefore had to be anastomosed again using a stapler. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Oa dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Donuts were complete. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Laterally at 9 o'clock small hole, which must be sewn over. Was the staple line visualized endoscopically during the initial surgical procedure? No what was observed at the site of the leak? Is the ileostomy temporary or permanent? Temporary. What is the current status of the patient? Very good, the inflammation values are declining.

Event description:
It was reported that they started a lap. Sigma resection which had to be converted due to severe inflammation and macro-abscess. After successful settling of the sigmoid, the anastomosis was performed. The cdh29b was inserted as prescribed, and the anastomosis was checked for leakage by air sampling. Leakage was detected and resection was necessary. Thereafter, leakage in the staple suture row also recurred. This could then be corrected by suturing over the anastomosis. A double-barrelled iliostoma was created. The patient's condition has been good so far.